Event description:
It was reported that a malfunction alarm occurred. It was also reported that the insulin gauge was inaccurate. The customer's blood glucose level was 226 mg/dl. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.